Event description:
Vf episode on (B)(6) 2019 with what appears to be noise on lead. In-office f/u on (B)(6) 2019 to have device detection disabled. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.